Manufacturer narrative:
(B)(4). A device history review was performed finding no exception, nonconformance, or rework that occurred during the manufacturing of the device with this serial number. The device was not received for evaluation; therefore, a device analysis could not be performed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). A service history review did not show any defects related to the reported problem. As the device was not returned, a device analysis cannot be completed. Should additional relevant information become available, a follow-up MDR will be submitted.

Event description:
It was reported that a homechoice pro presented an alarm during an unknown step of peritoneal dialysis therapy. The patient was connected at the time of the alarm. The technical service representative was unable to troubleshoot the setup as this alarm occurred during a previous therapy. There was no patient injury or medical intervention reported. No additional information is available.